Event description:
The surgeon was operating the holmium laser. Smoke was found coming from the laser fiber where the blue laser fiber enters the dark blue sheath.

Event description:
The surgeon was operating the holmium laser. Smoke was found coming from the laser fiber where the blue laser fiber enters the dark blue sheath.